Event description:
The tip of the catheter was broken and moved into the pt's heart. This incident was found during placement. The pieces of the catheter left in the pt's heart were collected with a snare. Placement date was in 2001.